Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 47 mg/dl. Customer's current blood glucose was 72 mg/dl. Customer treated low blood glucose with food. The customer did experience any symptoms such as shaking, sweating as a result of low blood glucose. Troubleshooting was done for low blood glucose. Customer had not been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not active at the time of event. Customer stated insulin pump was off due to insulin pump error alarm. Customer alleged insulin pump was over delivering as it resumed delivery. The reservoir will not be returned for analysis.